Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, hematoma, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "no complaint against the device". Healthcare professional additionally reported "capsular contracture baker grade iii, hematoma and removal of textured device due to concern with the product". Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. Hematoma: unable to observe. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "no complaint against the device". Healthcare professional additionally reported "capsular contracture baker grade iii, hematoma and removal of textured device due to concern with the product". Device has been explanted and not replaced.